Manufacturer narrative:
Initial

Event description:
It was reported that after a supply change on the ilet pump, the user observed an insulin on-board drop to (B)(4) units and subsequent persistent hyperglycemia with a fingerstick reading of 412 mg/dl, without signs of leakage or insulin odor, while the infusion site on the abdomen may have involved scar tissue; the user changed all supplies and later reported a glucose of 287 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.